Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no harm or injury reported. Customer has rejected service, stating service no longer needed. Record will be closed as no other information is available, if any additional information is received, a follow-up report will be filed.